Event description:
It was reported that high impedance was found on the patient's vns and that the patient did not report any adverse events. Multiple attempts for additional information have been performed but remain unsuccessful to date. A review of the available programming data revealed that the lead impedance was within normal limits when the most recent available system diagnostics was performed. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.